Event description:
Same case as MDR ID#2134265-2012-00361 and MDR ID#2134265-2012-00362. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 15mm x 3.00mm nc quantum apex balloon crossed the lesion, was inflated, and ruptured. The number of inflations and to what atms is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).